Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a balloon does not go through the cannula. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hrx. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
An investigation was conducted and it states that the product was manufactured according to the specifications. It was performed a function test: this has shown that the balloon can be inserted through the cannula properly. We believe that there was a handling error on the part of the user in this complaint. Perhaps the catheter was not prepared for surgery technique for the re-introduction, since the error in the function test could not be reproduced. The review on the basis of material and manufacturing documentation has produced no deviation from the specifications. Based on this result, we can exclude manufacturing faults. It was found no product fault.